Event description:
High flow nasal cannula malfunctioned by the rubber nares prongs came apart by loosely being able to turn and causing the flow to the patient to flow away from the patient. Cannula fixed at the time of event and education placed for all staff. Contacting product rep to report situation and suggesting changes to product design.